Event description:
Physician called to discuss a problem they had with one of their pts. The pt was unable to urinate. When a catheter was placed no urine was in his bladder. The pt had a 200 gm prostate 68mm long and a psa level of 9.62. The pt was treated with two consecutive treatments. They were shut off during the first treatment and another catheter was placed for the second treatment. The first treatment lasted 54 mins with 112 kj delivered and the second treatment lasted 40 mins with 131 kj delivered. Nephrostomy tube was placed and kidney function returned. Pt to have ureteral stents placed until swelling subsides. It should be noted that the pt was out of the approved indications for use in that the prostate was 18mm larger than the labeling allows. Performing 2 treatments on the same day is also atypical.